Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an unknown procedure performed on unknown date. According to the complainant, during the procedure the first band got stuck, which resulted in a band failing to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The reported event of bands failure to deploy was confirmed based on the analysis performed on the returned device. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Visual inspection revealed that the teeth were damaged and the bands were overlapped, with one band returned detached but not damaged. The marks on the ligator housing teeth suggest that the device might have been used with excessive force, causing the teeth to bend or break, or this could be attributed to the way the physician introduced the device through the patient, affecting the functionality of the handle during band deployment. Additionally, the overlapping of bands may be related to the technique used or the tortuosity during the procedure, which could have impacted the suture position and band release. These findings indicate that the reported issue is associated with procedural factors rather than a manufacturing defect. The device history record confirmed that the device met manufacturing specifications prior to distribution, and no deviations were identified. Therefore, based on the compiled information and lack of evidence of product defects, the most probable root cause assigned is adverse event related to procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an unknown procedure performed on unknown date. According to the complainant, during the procedure the first band got stuck, which resulted in a band failing to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.